Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe, without tip protector, in a bag was received. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap and body needle bent. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Bottom rings outer diameter was damaged. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identified (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached was reviewed by the manufacturing site. Photo is of five pak labels with the lot codes reported product and lot information is confirmed. The reported issue could not be confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation indicated the probe needle was bent but concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. How and when the probe needle became bent cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. A manufacturing related potential contributor factor was also identified, excessive material observed on the ring and cannot be ruled out for the actuation problem as reported. The returned sample indicated a bent needle but functionally met specifications; however, a non-conformance was completed for the damage observed on the ring. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that vitrectomy did not cut and aspirate during surgery. The procedure type was unknown. A new vitrectomy cutter was replaced. No patient impact was reported. Additional information was received that there was no error message and there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.